Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 which occurred on home choice (hc) during use during dwell 3 of 4. The baxter technical representative (tsr) had the home patient (hp) close all clamps and transfer set, cycled power off and on to get se 2367, cycled power off and on to press go to start prompt. The tsr explained the alarms and hp stated that there was no sign of leaks, all bags were connected, spare lines clamps were closed. The hp did not disconnect during therapy. The hp will call his nurse. Tsr explained to discard all supplies. The hp will finish that night's therapy manually. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.